Event description:
Asr revision to take place on (B)(6) 2013; left; asr xl; reason(s) for revision: alval / soft tissue reaction. Update received: (B)(4) 2013 - added product: taper sleeve. Update rec'd (B)(4) 2013 -revision date was in the future when originally entered in to the database. Crawfords have now confirmed that the revision has taken place.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the u.s. Under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time.should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Asr revision to take place on (B)(6) 2013 left asr xl reason(s) for revision: alval / soft tissue reaction update received: 21st october 2013 - added product: taper sleeve. Update rec'd 23 dec 2013 -revision date was in the future when originally entered in to the database. (B)(6) have now confirmed that the revision has taken place. Update (B)(6) 2017 additional information received: corrected surgery date: (B)(6) 2008. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.